Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead fracture next to the device. The rv lead had exhibited noise and oversensing with high short v-v (ventricle ¿ ventricle) counter and nsvts (non-sustained ventricular tachycardias). It was noted that noise was provocable by manipulation of shoulder and device/pocket. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.